Manufacturer narrative:
162487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient had a surgery on (B)(6) 2017 to replace their ipg. The device was inoperable due to recharging issues. The patient has been implanted with a new ipg. Therapy has been restored.